Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they noticed in (B)(6), something was wrong with the stimulator. It was sending electrical shocks from their back down to their toes. They couldn¿t get it to stop. Their legs were so inflamed. They felt it all the time, especially when they laid down. The patient said they had turned therapy off for 2 days. They had tried all the programs for days, and none of the programs were working. The patient also said if they were sitting too long it would feel like there was a needle inside their leg poking through their skin. They got little zaps, and they kept having them start and stop. Sometimes they rubbed their leg and moved it around. It would go away, but then they would get it again. The patient said they had not reported this to their doctor. The patient confirmed they had not had any other medical tests or procedures, but they did fall in april. The patient was redirected to their healthcare provider (hcp) to further address the issue.